Event description:
During setting up for a case, opened supply product and noticed the terumo glidesheath slender 6fr defect, fracture at the stopcock hub. Opened a 2nd product, and noticed the same defect. The team opened a 3rd product no issue.